Manufacturer narrative:
On (B)(6) 2021 additional information received indicated that the patient underwent bilateral replacements as follow: left cat#:357004bc, sn#: (B)(6), and right cat#:3507004bc, sn#: (B)(6) on (B)(6) 2021. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on august 09, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the saline 450cc breast implant had parallel lines of shell wear on the posterior aspect. Additionally, a tear was noted within the shell wear, measuring approximately 1.3. Cm. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The lot number is not available, therefore the manufacturing record evaluation could not be performed. On aug 5, 2021 mentor became aware that "follow up 3" incorrectly reported the concomitant as the suspect device. Manufacturer¿s reference number: (B)(4). The suspect device is unknown mentor saline device.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Upon receive of the device, device identity revealed as: cat#: 3542713, lot#: 6651732 date of explantation updated to (B)(6) 2021. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent an unspecified breast augmentation with an unknown mentor silicone prosthesis experienced spontaneous right sided rupture post procedure. A physical examination confirmed the issue. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.